Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that when they access the menu, part of the screen display is missing. The customer states it appears erased, and it is getting worse. The customer's blood glucose level at the time of incident was unknown. The customer states the device has been dropped and bumped. The customer was advised to change out the batteries and insert recommended brand. The customer states they will call back once they are out of work and have the replacement batteries.